Event description:
It was reported that the patients spinal cord stimulator (scs) leads were fractured, however, it was unknown if imaging was taken to confirm the issue.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077576, UDI: (B)(4).